Event description:
It was reported that the ilet user experienced hyperglycemia, with a highest cgm reading of 209 mg/dl after a missed meal announcement; the user had changed the infusion set (inset) and, given that more than 30 minutes had passed since eating and insulin was unavailable at the time of the meal, was advised to allow the pump to correct. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-management with guidance and no health consequences. Investigation included customer interview and troubleshooting focused on therapy use, meal dosing behavior, and infusion set status. Investigation of this case revealed user-related under-delivery due to missed meal announcement, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that user error related to missed meal announcement caused the event.